Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: l030003. Hours of operation: 47336. Investigation results: history inspection: the device history files were read and analyzed. No abnormalities were found in the device history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were damaged. The device shows age related signs of wear and tear and was slightly dirty. A damage on the operating unit was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +4,03%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. No other damages was found inside the device. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the event description: pump chassis and slide valve guide replaced due to the high deviation of 5% during the delivery rate check. After the replacement, there was no change in the deviation. Repair was according to decision tree within the service workshop for complaint. No patient complications were reported as a result of this event.